Event description:
A report was received regarding a patient who was implanted with three cannulated screws on (B)(6) 2012 for the treatment of a femoral neck fracture. Post operatively, the patient presented to the surgeon complaining of pain. X-rays revealed that the fracture did not heal and the femoral neck had collapsed. The patient underwent surgery on (B)(6) 2012 for removal of all three screws and was revised to a tfn. This is report #1 of 3 for the same event.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Note: blank fields on this form indicate information that is unknown, unavailable or unchanged.